Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient reported that she is getting good symptoms relief "but I¿m getting some extra stimulation that is annoying, it¿s not painful though" and says it started a couple days ago ((B)(6) 2019) and reports no falls or trauma. The patient stated that this feeling is periodic. The patient stated that they saw the healthcare provider (hcp) today and were told to call us "to check the unit to see if it¿s working properly and to adjust it". The patient communicated with the device and reported that they are on p1 at 2.0v. Patient services helped them lower to 1.9v, and they were going to try this setting to see if it helps this stimulation feeling. No further complications were anticipated/reported.